Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap would not tighten which resulted in a leak of ¿liquid¿; further described as ¿there was no damage on the plastic hose from the stomach, but it was still leaking and it was from the minicap¿. The patient stated that the ¿minicap did not get completely tight¿. This occurred during use for peritoneal dialysis therapy. The minicap was changed and the issue was resolved. There was no patient injury or medical intervention associated with this event. No additional information is available.